Event description:
A customer contacted haemonetics on (B)(6) 2012 to report an orthopat device with the description of "no display." No patient/operator injury reported.

Manufacturer narrative:
The device was returned and evaluated. Carbonization was noted on the electronic components. The driver/manifold, controller pcba, and display pcba, were all replaced because of burnt components. (B)(4).